Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance. The lead was explanted in a procedure on 26 apr 2024. Post-procedure the patient was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance and high capture thresholds. The lead was explanted in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was confirmed but the reported event of high pacing lead impedance could not be confirmed. As received, a partial distal portion of the lead was returned in one piece. An external insulation abrasion was found between the shock coils breaching the ring electrode cable lumen with one ring electrode etfe cable coating also found to be abraded. Unable to perform the lead impedance test due to the as received procedural damage to the lead. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The cause of the reported event of inadequate capture was due to the exposure of the ring electrode etfe cable coating at the abrasion zone which is consistent with friction to another device or feature of the patient anatomy.